Event description:
During refilling of the pump hardware failure 8 was noticed. Pump stopped. Patient will get oral medication (drug paladon). Sales rep will check the pump and drug reservoir on (B)(6) 2015 according to procedure as given by (B)(4). Till now patient is showing very slight withdrawal symptoms.

Manufacturer narrative:
The device was returned for evaluation. The transaction log of pump interrogation performed showed that the pump had trigged a hardware failure[8]. Data were extracted from the pump at receipt was reviewed for analysis and found: warning window: high voltage feedback error, this warning correspond to the hw#8. The programmed flow rate, valve-on time and compensation value were verified and conformed to the expected values.the pump was returned as follows: 4 suture loops, approx. 30 punctures were observed on the filling septum, no scratch was observed on the outer parts of the pump, approx. 2 holes observed on the bolus septum, the pump was returned empty. The butane was extracted from the pump butane chamber. The hw[8] error was cleared (this hw[8] was triggered when the pump was implanted) and the pump program was restarted at ambient temperature. Several pump interrogations didn¿t show the presence of an hw[8] error. Multiple pump interrogations were performed, the pump was working as expected. No errors. Electrical testing (with piezo and pump battery connected to electronic) was performed an electrical measurement (of the high voltage (red signal) and battery voltage (yellow signal) demonstrated that the charge pump is working correctly and was able to generate a high voltage needed to actuate the piezo actuator. The device history record was reviewed and confirmed that the product conformed to the specifications when released.the investigation has not determined the root cause of the hw[8], that appeared in two instance while the pump was still implanted, as the pump is working as expected during the investigation. It is possible that prior interventions like sterilization at 134°c, butane extraction and top cover machining performed on the pump have masked the root cause of the hw[8]. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.